Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024. The patient experienced hypoglycemia without specific symptoms reported. An ambulance was called and they treated the patient with glucogel and dexfour tablets (dextrose). At an unspecified time of the event the cgm was reading 2.3 mmol/dl and the blood glucose reading was 7.2 mmol/l (no information if these values were taken after the treatment). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications no additional patient or event information is available.